Manufacturer narrative:
After the product has been received an analysis has been carried out. A test run was not possible anymore as the bearings have been seized up. Root cause for this seizure was in the end a heavy residue inside the handpiece which occurs if the reprocessing and maintenance of the instrument after the treatments is not performed as requested by the instruction of use. It was also found that the chuck system was worn out and therefore not able to grab the bur anymore. To avoid such incidents the instruction for use contains already several warnings and notes how to prepare the instrument for each treatment und and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Note: for safety reasons, we recommend that the tool holder system be checked annually after the warranty period expires. To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Caution: hazard from defective chucking system. The cutter or grinder could fall out and cause injury. Pull on the cutter or grinder to check that the chucking system is okay, and the cutter or grinder is securely held. When checking, inserting and removing, use gloves or a fingerstall to prevent an injury or infection. Exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer).

Manufacturer narrative:
The intention of the user was to send the product in for evaluation. But up to now it has not been received. After contacting again, it was stated that the product is put beside and does not get used currently and that it will be send in soon. A follow up report will be supplied once the analysis has been made. Exemption number e2010020. Kavo dental gmbh (B)(6) (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer).

Event description:
During a restorative treatment to tooth #19 & 20 the bur came out of the chuck and fell into patients mouth who swallowed it. He was sent to have a chest x-ray to verify bur location. It was detected in lower bowel. Patient was instructed to inspect stools for bur at movements.